Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that drawer 3.1 had shown as failed hardware for the fifth time. The technical support specialist confirmed that field service engineer (fse) replaced the part, but no other information was available despite multiple follow-ups with the fse. Good faith attempts were made to obtain additional details on the exact part replaced. Additional information would be added to the record if and when it was received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer hardware failed for the fifth time and the staff have been unable to recover the storage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter e-mail: (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer hardware failed for the fifth time and the staff have been unable to recover the storage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.